Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot insert cutter" was confirmed. During service, it was noted that the bearings of the attachment were damaged, preventing the insertion of a cutting burr. This condition is indicative of improper or ineffective cleaning and maintenance of the device. The device was not able to be evaluated for the report of "heat." If additional info is received, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that they could not insert the cutter into the device, and that the device was heating up. It is known that the device was being used during surgery. It is unk if pt or user injury or medical intervention occurred. No additional info provided. The date of the event is unk.